Event description:
A caller reported encountering a cartridge alarm with their device, which had not caused their blood glucose level to exceed a problematic threshold. The customer had experienced multiple occlusions with the mobi pump and was not able to troubleshoot further but bypassed the issue by changing supplies. Clinical support recommended a pump replacement due to these persistent problems, the customer's dissatisfaction, and loss of trust in the pump. Tandem technical support decided to proceed with a replacement, and the customer was instructed to use the current pump until the new one arrived. There was no adverse impact on the customer¿s blood glucose level.